Event description:
It was reported that a healthcare professional (hcp) reported some difficulty during a refill back in may. The hcp ¿got back some blood-tinged fluid, but everything else was fine.¿ the reporter indicated that she was notified yesterday of this adverse event. A catheter evaluation was done ¿sometime between (B)(6) refills¿ and everything was normal. The hcp believed a ¿vessel in the pocket¿ was the cause of the blood tinged fluid withdrawn. At the (B)(6) refill volumes were as expected, but at the (B)(6) refill the expected residual volume (erv) was 3.5ml and actual residual volume (arv) was 9ml, and at the (B)(6) refill (the reporter believed it was the day prior to this report) they expected 3.7ml and actual was 9.5ml. Logs read on (B)(6) 2014 were normal. The cause of the discrepancy was not known. The patient was not complaining of symptoms at the time of this event. A catheter dye study was scheduled for (B)(6) 2014. The pump was used to infuse morphine and bupivacaine. No intervention or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported a volume discrepancy in (B)(6) 2015, as the arv was 15.2ml and the erv was 3.3ml. It was being reported as under infusion. The patient was told to come in for a refill in (B)(6) 2015 to have the drug changed out and check volume. The patient kept delaying the refill, and didn't come in until yesterday ((B)(6) 2015). The patient reported hearing an alarm on (B)(6) 2015, but at the appointment there were no active alarms and the logs showed no alarms. The test alarm was played for the patient, and the patient confirmed that was not what they heard (patient thought it must be something else in the environment.) The pump was filled, and a volume discrepancy of the arv was 0.5ml and the erv was 7.4ml. It was being reported as over infusion. The health care provider (hcp) wanted to know if there was anyway to know if the patient might be accessing the pump. The patient was experiencing increased pain. They hcp was considering bring the patient back before they are due for a refill to check for volume discrepancies. The patient outcome/intervention remained unknown at the time of this event; if additional information is received this report will be updated.

Event description:
On (B)(4) 2015, the manufacturer's representative updated that the patient was sent for a second opinion. The second hcp did a catheter evaluation and decided it would be best to replace the whole system. The date of the planned replacement was unknown.

Event description:
As of the date of this report, the patient had had no symptoms. The cause of the blood tinged fluid was unknown. The first catheter evaluation, where they found that everything was normal, was a myelogram. The issue was ongoing. They were planning to do a repeat myelogram in (B)(6) of "2015" and then consider intrathecal pump replacement.